Event description:
It was reported that during the interrogation process the patient became symptomatic due to asynchronous pacing and when the head of the programmer was removed, the patient's symptoms stopped. Follow up indicated that the patient passed out after becoming very faint and lightheaded. It was also noted there was a loud high pitched sound. The customer called back later and stated that it was the printer that was making the loud high pitched sound. The programmer was replaced and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): device remains in use.